Event description:
The customer reported that the system would intermittently not display fluoroscopy image, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ips 300 and monitor grid were evaluated and replaced. The system was tested and found to be working as intended and returned to service.